Manufacturer narrative:
Additional information was obtained from the reporting facility clarified that the surgeon implanted approximately 600 baerveldt implants annually. Just prior to implantation, the surgeon flushed the tube by putting a cannula, attached to a syringe with balanced salt solution (bss), into the tube lumen. This is done on the side of the plate, where its opening sits just under the ridge of the plate. The surgeon then flushes a minute amount of bss to check whether the tube allows the free flow of bss. In virtually all cases, the passage of fluid is easy. Over the past 3000 cases or so, the customer noticed twice that the tube was obstructed. In both cases, they decided not to implant it, flush another tube and, if the passage of fluid was easy, implanted the baerveldt. The manufacturing record review was performed. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. A review of the directions for use (dfu) was conducted and indicates to examine the implant to ensure that particles are not present on it. Rinse implant in sterile saline, if required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the baerveldt tube was closed instead of open like it should be. Therefore, the surgeon took another one. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
The baerveldt shunt was returned to the manufacturer for evaluation. The shunt was visually inspected under a microscope. It was found that the end of the tube is closed, as if it was close pressed or squeezed. Also, the tube is contaminated and slightly wet. The product was inspected again two weeks later. The tube is dry and the tube is now open. The contamination is still present. Considering the condition of the product, it is possible that the tube was stored under pressure. All pertinent information available to abbott medical optics has been submitted.